Manufacturer narrative:
(B)(4). UDI # unknown. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. Sample physical appearance. The tube and balloon appears to have a slight yellow discoloration in the interior of the device. The balloon was infused with 7cc of water. Immediately, leakage was observed in the area of the proximal collar. When viewed under magnification(50x), two small holes were seen on the area of the collar. The root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating that after weekly checks, during use 15-30 days, nurse found that the water was extremely decreased. There was a hole in tube and water was noted to leak from the tube. The device was traded with a new product in hospital stock. There was no reported injury. No additional information was provided in regards to the patient's status and the outcome of the procedure. Age, weight and gender were not provided.